Event description:
It was reported that ventilator did not switch on. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The device failed to meet its specifications, it is unknown if it has been used at the time of the event. There have been no adverse event sustained as a result of the issue. According to the information provided by the technician, the issue has been related to dc/dc & standard connectors printed circuit board (pcb) malfunction. In case of malfunction of this pcb - for example short circuit, may lead to stop of ventilation. Power supply selection is managed by that part and divided between mains power and external +12 v dc supply. The customer decided not to repair the unit. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined. This customer product complaint will be archived in anticipation of a possible future trend assessment. No further actions have been deemed necessary.

Event description:
Manufacturer ref.#: (B)(4).